Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The physician aspirates after the cryoablation catheter has been entered about 12 inches into the sheath. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.